Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced a cannula issue of with an infusion set. The cannula was kinked. The event occurred on 01-aug-2024. Patient noticed symptoms within three hours after insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient took correction injection via mdi. Patient will replace supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.